Event description:
It was reported that atrial undersensing was noted. At device classified termination of events, arrhythmia appears to continue.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.